Event description:
As reported, during a transabdominal preperitoneal (tapp) repair, it was noted that the reinforced edge strip (seal) of the 3dmax light mesh ¿breaks¿. The procedure was completed using another device with same lot number. There was no patient injury.

Manufacturer narrative:
As reported, the edge seal of the 3dmax light mesh was noted to break (tear) during the procedure. The subject device was not returned for evaluation. A photo was provided, review of the photo finds the 3dmax light mesh in vivo with surgical tools in the field of view. One of the tools is grasping the mesh on the edge seal, where the reported break (tear) can be seen. This event was not reported as an out of box occurrence and based on the event as reported and photo evaluation the most probable root cause is the event occurred inadvertently due to forces applied while handling during attempted implantation. Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2022. The instructions-for-use, supplied with the device states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not available.